Event description:
Fraxel laser treatment caused damage to my face. Caused permanent hyperpigmentation all over area used and exhibit rosecea type symptoms on cheeks. My face is 800% worse than before I used the product. Was told there was no risk since my skin is so light. My face tingles. I wear sun screen everyday for the last 6 months and there had been no improvement. I'm under the care of a dermatologist now and have been receiving treatment with pulsed light. Very minimal improvements. Dates of use: 2006 - 2007. Diagnosis or reason for use: quarter sized area of very light sun damage. Event abated after use stopped or dose reduced? No.